Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with vaginal hysterectomy, bso and minimal anterior repair due to sui, uterine prolapse with cystocele and mild rectocele. It was reported that following insertion the patient experienced erosion, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent resection of left vaginal wall neuroma on (B)(6) 2005 due to dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2007 due to sui. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2007 and repliform was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal burning, vaginal iritation, atrophic vaginitis, and cystocele.